Event description:
The customer reported that erroneously high albumin (albm) patient results were generated from two unicel dxc 800 synchron systems. This report is one of two and represents the erroneously high albumin (albm) patient results generated from a unicel® dxc 800 synchron® system, serial number 2302. No actual results data was not provided by the customer. The initial results were released from the laboratory however there have been no reports of deaths, serious injuries or modifications to patient treatment associated or attributed to this event. No specific patient information or sample collection/handling information was provided by the customer. Instrument albm quality control results met customer established specifications during the timeframe of this event, but were low.

Manufacturer narrative:
Beckman coulter inc. Customer service recommended that the customer calibrate the instrument lamp assembly. Lamp calibration is part of monthly maintenance. This appears to have resolved the issue. MDR associated with this event: 2050012-2011-03913.